Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the flow rate of bellavista 1000 was doubled and has an alarm 224 (fio2 mismatch) during patient use. The device was replaced with another ventilator (bv-1000) but same issue occurred. The issue did not show up with another bv-1000 when they replace it again. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the expired o2 (oxygen) sensor and there was no history of the o2 (oxygen) cell replacement. S/n of cell is: (B)(6), manufacture date: 180406, expiration date: 191006. O2 (oxygen) concentration alarms triggered due to depleted o2 (oxygen) sensor (end of life).